Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated or confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 45 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the prop b-shape. Review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer used the sureform 45 stapler instrument once and it worked as intended. The customer went to reload for the next staple, and the jaws of the instrument would not open, nor respond. The customer completed the procedure, and no known impact or patient consequence was reported.